Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient's pump was confirmed as having flipped. The date of the event was described as having been (B)(6) 2016 or 10 days ago ((B)(6) 2016). The date (B)(6) 2016 is considered an approximate date of event. It was unknown if there was a suture/securing issue. The hcp was noted as having used all four suture loops normally so the pump was believed to have been sutured in place. No patient symptoms were reported, however the patient was described as having lost a lot of weight and it was thought this may be a factor. No intervention had been completed. A revision was scheduled. The company representative was to follow-up with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.